Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back that was open and oozing. The patient also had an infection on her back where an abscess had been previously removed. The patient consulted her physician who prescribed an antibiotic. Follow-up indicated that the area was almost completed healed with use of the antibiotics.